Event description:
This lead was implanted on (B)(6) 2001 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). A call to technical services on 2/20/2013 states that patient is being seen at clinic; rv lead is getting 1280 ohms bipolar, 440 unipolar. 2.4v bipolar, 1 v unipolar. Has several vt events that have been overwritten by newer non-v events. Isometrics negative for oversensing and impedance did rise slightly to 1330 in a couple of different arm positions. Impedance has been gradually rising over the past year from 500's to 900's and now over 1200 ohms. Was in the 400's at implant. Ts commented an xray could be valuable as patient may be a twiddler. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).